Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device shutdown unexpectedly during a training session using a mannequin. The battery had no charge left, but the customer thought the device was plugged in to ac power.